Manufacturer narrative:
It was reported that the blue dome separated from an f generation light. The light head reported is within the scope of pfa1937561 and will be handled accordingly. There was no reported patient involvement, no injuries, no adverse consequences or delay. Per rsk12227 revision p, the severity is s0.

Event description:
It was reported the blue domes in ors 9, 6, and 2 have fallen off and the back of the light electronics are showing. There were no reported injuries or adverse consequences.

Manufacturer narrative:
[Supplemental 001] fields h6 for device code grid and conclusion code grid were updated.

Event description:
It was reported the blue domes in ors 9, 6, and 2 have fallen off and the back of the light electronics are showing. There were no reported injuries or adverse consequences.